Event description:
It was reported that the vns patient began exhibiting aggressive behavior and experiencing an increase in seizures in (B)(6) 2014. The patient was seen by his physician early (B)(6) 2015 when the physician noticed that the patient¿s generator had migrated. It was noted that the patient had a history of self-hitting. The patient¿s device was tested and showed normal device function. The physician attributed the behavior changes to medications. Follow-up revealed that the patient had been doing well since his office visit. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The explanted generator was returned for product analysis. The device showed a pulse disabled end of service condition upon initial interrogation. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant causing the pulse disable condition. A reset of the pulse disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The battery was partially depleted and exhibited and ifi = yes. Condition. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Information was received indicating that the patient's generator had been replaced prophylactically due to ifi = yes. A review of available programmed settings and diagnostic data revealed no anomalies. Lead impedance was noted to be normal at the time of generator replacement, 1392 ohms. The explanted generator has not been returned to the manufacturer to date.

Event description:
Information was received indicating that the patient's aggressive behavior has continued with the patient hitting himself in the chest. The physician indicated this is a behavioral problem not related to vns therapy. It was noted that there has not been an increase in seizures and the patient was being referred for prophylactic vns generator replacement as the battery had reached near end of service. Attempts for additional relevant information have been unsuccessful to date. No known surgical procedures have occurred to date.